Event description:
There was melting on the inside of the blood glucose monitoring device base. Reporter stated there was no alleged damage to glucose device. Reporter indicated cleaning the device with alcohol wipes as needed and no one was hurt or injured as a result of the alleged device incident. A request was made for the return of the suspect device and replacement product was sent.